Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had polyps removed and incomplete. The patient also had blood in their urine with lovenox bridge. No further detail was provided.

Manufacturer narrative:
Section h8: correction. Manufacturer's investigation conclusion: a direct correlation between the reported events (blood in urine, renal calculi) and heartmate 3 lvas could not be conclusively established through this evaluation. The center reported that the patient had polyps removed on (B)(6) 2018. The patient had blood in their urine with a lovenox bridge. It was later reported that the patient had a screening colonoscopy for transplant and there was no gi bleeding. The patient had renal calculi so thus, they had blood in urine when on a lovenox bride. An egd was incomplete for transplant clearance ¿ there was no gi bleeding. The patient remains ongoing on heartmate 3 lvas. Although the center attributed the patient¿s hematuria to renal calculi while on a lovenox bridge, it should be noted that the hm3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This IFU also provides information regarding anticoagulation, including the recommended inr range. No further information was provided. The manufacturer is closing the file on this event.